Event description:
Hill-rom technical service received a report from the account stating the bed will not place a nurse call. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the nurse call function was not activated. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support inserviced the account how to activate the nurse call to resolve the issue. Based on this information, no further action is required.